Event description:
It was reported that during an orif (open reduction, internal fixation) mandible procedure, the head of the bur broke. It was also that the doctor didn't want to risk taking out broken piece, and damaging the nerve. It was further reported that another bur was available to complete the procedure and there were no delays as a result of this event.

Manufacturer narrative:
The bur subject to this investigation was not returned to the manufacturer for eval, it was discarded. Lot number info has not been provided to permit further investigation. The root cause is undetermined.